Event description:
It was reported during an crt- d device change due to eri (battery charge), it was not possible to connect the hvb connector properly to the device. Connectors were checked. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.